Manufacturer narrative:
Device evaluation: analysis of the returned device identified a flat creases , opening curved on anterior and broken plug strap. A leak test and microscopic analysis was performed which identified a sharp opening on the anterior and a striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. A striated broken on plug strap assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.